Manufacturer narrative:
The explanted lead was not returned to bsn as lead was discarded by the medical facility.

Event description:
A report was received that the patient had weakness in his legs with the stimulator turned on. The patient had his lead explanted to remove an epidural hematoma which was believed to be caused by the procedure and not device related. It was reported that the patient regained majority of his strength postoperatively.